Manufacturer narrative:
A medtronic representative reported that the site decided to send the arm to biomed for repair. The biomed team was reported to have repaired the arm back to an alleged working order. The customer was informed that medtronic can no longer guarantee the performance of the product if it is repaired by a non-medtronic firm.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 10/26/2015 a medtronic representative, following-up at the site, confirmed that this issue was not discovered clinically. No patient involved. Return requested for articulating arm. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly and would no longer remain locked. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.